Event description:
I just woke up and noticed that had ruptured and I start feeling bad fatigue and running a fever I can't seem to get the surgeon to remove them without paying first I told him that there was a recall for the plug in the breast the ideal implant that has come out on both I went to the hospital I've had test done and they did confirm both of them are ruptured I have tried to contact the doctor that put them in he has left the practice I need help getting this out, so they don't affect my life or kill me if you have any suggestions on what I can do to get help to get these out they are telling me now that I need reconstructive surgery because of what the doctor had done I did get the insurance on the breast implants and ideal implant the company is saying that they would only give me back (B)(6) for the implants but I have to pay for the surgery I would love to know what I can do or where I can get help from if you have any suggestions please contact me at (B)(6) my name is (B)(6) I've had extensive bloodwork and I've had the test done where they run the dye through you, I'm not sure the name but it did show that they were both ruptured I thought only one was but both of them are the plug and come out on the breast implant. FDA safety report ID # (B)(4).